Manufacturer narrative:
Additional information b7 d7a d8 h3: the revision reported in the case is most likely due to aseptic loosening approximately 10 years after the initial surgery. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation.

Manufacturer narrative:
Additional information-b6, d1, d4, catalog #, serial #, UDI, d10, h4, h7, & h9. Correction: f10, should be blank this is a manufacturer¿s report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6 - health effect - clinical code, component code, type of investigation, h7 (should be blank), h9 (remove previous entered information) and h11. The reported event was unable to be confirmed due to limited information received from the customer. A definitive root cause was unable to be determined; however, may be due to aseptic loosening approximately 10 years after the initial surgery. However, the prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
Related to 1038671-2022-01028 (right knee revision). As reported, on (B)(6) 2010, the patient underwent a bilateral tkr and was implanted with optetrak devices in both her left and right knees. Less than 10 years later, mris performed on both knees demonstrated osteolysis, aseptic loosening, and debris consistent with polymeric wear. The patient's left knee was revised on (B)(6) 2020 due to issues including but not limited to polyethylene wear, bone loss, osteolysis, and/or component loosening.